Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter got stuck with the guidewire. The catheter was removed together with the system. They were able to remove the guidewire from the catheter once outside the body. The procedure was completed by using a different device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter got stuck with the guidewire. The catheter was removed together with the system. They were able to remove the guidewire from the catheter once outside the body. The procedure was completed by using a different device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the guidewire exit port was partially torn. Microscope inspection also revealed the tip was in good condition. The guidewire was returned with the catheter and was observed to be in good condition. Functional inspection on a test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported code of device guidewire stuck is confirmed.